Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (component codes, health effect impact codes), h10.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to complete an auto fill. It is unknown under which circumstances this event occurred; however, there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: h6 (health effect ¿ clinical code, type of investigation, component codes, health effect - impact codes).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to fill the balloon up; complete an auto fill. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse troubleshooted the unit and found that the helium regulator was defective. To fix the issue, the fse replaced the helium reservoir assembly and tested the helium regulator. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to fill the balloon up; complete an auto fill. There was no patient involvement, and no adverse event reported.